Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and oversensing due to emi (electromagnetic interference)/noise.

Event description:
It was reported that there was a spike in and high lead impedance, noise, and an apparent fracture observed in the right atrial lead, which coincided with a computed tomography (CT) scan that the patient underwent. It was further reported that a possible subclavian crush was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.